Manufacturer narrative:
Additional information: h6(update codes), h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) events with the novum iq large volume pump alarming for air during patient infusion of 5% dextrose and 0.9% sodium chloride injection at "5/hr" in the neonatal intensive care unit. The buretrol set was found with fluid remaining and large spaces of air noted in the tubing between buretrol and pump (multiple gaps, some 3-6 inches in length). There was no report of patient injury or medical intervention associated with this event. No additional information is available.